Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. The customer's blood glucose level was 500 mg/dl. The customer changed the supplies and administered a manual injection. At the time of the report, the customer's blood glucose level was 124 mg/dl. Reportedly, when the customer sees air bubbles, they are primed out. The customer also stated that it may not be air, but that the tubing is discolored. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected.